Event description:
It was reported that approx. 53 months after implantation, device interrogation was not possible. The battery was depleted. The ICD was explanted and replaced. The rv lead was also replaced during the revision.

Manufacturer narrative:
The lead was not returned for analysis. This report therefore only refers to the analysis of the ICD. First the manufacturing process of the lead and the ICD was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The ICD underwent an electrical inspection. Matching the clinical observation, it was discovered that the device could no longer be interrogated. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function check. The icds capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted in conformance with specifications with a defibrillation shock. The specified energy level was reached. Especially the analysis of the current uptake of the electronic module proved to be unremarkable. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. After that, the voltage and the heat tone of the battery were examined. During the measurement of the battery voltage, the battery was discharged. A performed microcalorimetric measurement showed an increase heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, insulation damage was detected. This damage enabled an increased battery-internal self-discharge, which contributed to the premature battery depletion. In summary, the analysis of the ICD detected premature battery depletion. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be free of defects.